Manufacturer narrative:
Date of event: exact date unknown, event occurred several years ago. Additional suspect medical device components involved in the event: product family: scs- linear leads, upn: m365sc2218500, model: sc- 2218-50, serial: (B)(4), batch: 19132906/19132906.

Event description:
It was reported that the patients device was not helping with the pain. The patient underwent a full system explant procedure. No further information could be obtained despite good faith effort.